Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed above average battery voltages. During testing, a new energizer ultimate lithium battery was inserted and the pump powered on and immediately emitted a cs 127 illegal battery alarm. The pump case was removed and the reference voltage at the printed circuit board component c38 was found to be low. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/22/2015, the reporter contacted animas, alleging a power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.